Manufacturer narrative:
During a follow up call on 08/15/2016, the customer reported that the pump was working correctly and everything has been logged since (B)(6) 2016, but there was no data present prior to the latest upload. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for continued insulin therapy. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was data missing on this customer's t:connect data management system account from (B)(6) 2016. During troubleshooting with customer technical support (cts), it was recommended for the customer to check pump history to verify if there was any history logged into the pump.

Manufacturer narrative:
Corrected data: removed model number, catalog number and serial number.